Event description:
It was reported that the acetabular cup introducer wire broke during the implantation procedure. To correct the problem, the surgeon used a small bone impactor to tap the outer rim of the shell, which allowed the shell to seat properly. Surgery time was not extended greater than 30 minutes. Following review of the post-operative x-rays, the surgeon determined that the cup required additional positioning changes and decided to reopen the patient to make the adjustment. No further adverse effects were reported.